Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned test strips evaluated with no defect found. Returned meter evaluated with broken lcd display- unable to test. The meter has a broken lcd display due to user mechanical stress. The meter is not reportable because, the meter safety trace has been activated and it will not run a blood glucose test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with non-fasting test results from meter memory of 389, 411, 401, 442 and 336 mg/dl. The customer's expected non-fasting blood glucose test result range is 160 - 170 mg/dl; the customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was performed by the customer fasting and produced test results of 270 mg/dl and 227 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(4) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer states that the results are sometimes too high and sometimes too low.